Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was being prepared to be use in the main airway during a balloon dilatation procedure for stenosis performed on 20 may 2026. During preparation, the balloon was found to be leaking liquid. A photo of the complaint device was provided; however, no damages can be observed related to the reported event. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.